Manufacturer narrative:
Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08740 inches. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that his blood glucose level was very high. Customer's blood glucose level kept going up after changing the site numerous times. The night before the customer had stomach pains. The customer started correcting his blood glucose by taking insulin with a syringe. The high pressure test failed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.